Event description:
Follow up information identified the patient¿s ipg pocket site was revised to make the site bigger on (B)(6) 2018.

Manufacturer narrative:
Concomitant devices are unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was superficial to the surface of the skin and did not like the way the ipg incision site scar looked. As a result, the patient may be awaiting surgical intervention.